Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) e1 - address 1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had a connection error. The event had occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, a reportable malfunction of error (e315) was identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, the most probable cause is likely due to a defective ultrasound plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.